Event description:
A malfunction alarm was reported when the pump declared alarm 31 during the load process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite assistance from technical support to load a new cartridge, the alarm recurred, leading to the decision to replace the pump. The customer was advised to use multiple daily injections as a backup therapy and was given instructions on how to return the pump to tandem.